Event description:
It was reported that revision surgery was performed due to wear of liner.

Manufacturer narrative:
Multiple areas of damage, possibly from extraction, were observed on the face of the liner. In addition, plastic deformation, likely due to neck impingement, was observed on the face . No unusual wear features were seen on articular surface of the acetabular liner. Cases involving similar amounts of linear penetration have been reported in the literature with zirconia heads.